Event description:
It was reported that a pump declared alarm during the loading process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer was assisted by technical support in loading a new cartridge properly and was able to resume insulin therapy successfully. No previous reports of similar issues were recorded for this pump.